Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-extension upn: m365nm3138550, model: nm-3138-55, serial: (B)(6), batch: 21403353, UDI: (B)(4). Product family: dbs-adapters upn: m365db9218150, model: db-9218-15, serial: (B)(6), batch: 21165630, UDI: (B)(4).

Event description:
It was reported that the patient with a deep brain stimulation (dbs) system exhibited swelling and edema with a suspected infection around the implantable pulse generator (ipg) and lead extension site. The patient underwent a procedure in which the surgeon reopened the ipg pocket and irrigated the area with antibiotics and vancomycin powder before completing the procedure. Persistent superficial pocket swelling was noted despite aspiration. The dbs remains implanted. The physician stated the symptoms were not device related and suspected the patient sustained an undisclosed injury unrelated to the dbs system. The patient recovered well postoperatively and remains under physician care.

Event description:
It was reported that the patient with a deep brain stimulation (dbs) system exhibited swelling and edema with a suspected infection around the implantable pulse generator (ipg) and lead extension site. The patient underwent a procedure in which the surgeon reopened the ipg pocket and irrigated the area with antibiotics and vancomycin powder before completing the procedure. Persistent superficial pocket swelling was noted despite aspiration. The dbs remains implanted. The physician stated the symptoms were not device related and suspected the patient sustained an undisclosed injury unrelated to the dbs system. The patient recovered well postoperatively and remains under physician care.

Manufacturer narrative:
With all the available information, boston scientific concludes that the reported event of edema, swelling and infection is a known inherent risk as documented in the instructions for use (IFU). A review of the manufacturing documentation for the devices revealed that no anomalies or deviations related to the event occurred during manufacturing. A product labeling review identified that the devices were used per the instructions for use (IFU) product label. Additionally, labeling states that edema, swelling and infection is a known inherent risk as documented in the IFU of implanting a pulse generator as part of a system to deliver deep brain stimulation (dbs). The devices remain implanted in the patient. As such, physical analysis has not been conducted in our laboratory. However, the labeling review was conducted. With the reported observations and the labeling review, it has been determined that edema, swelling and infection is a known inherent risk with use of the devices as documented in the IFU. Additional suspect medical device components involved in the event: product family: dbs-extension. Upn: m365nm3138550. Model: nm-3138-55. Serial: (B)(6). Batch: 21403353. UDI: (B)(4). Product family: dbs-adapters. Upn: m365db9218150. Model: db-9218-15. Serial: (B)(6). Batch: 21165630. UDI: (B)(4).